Manufacturer narrative:
Initial trend analysis and production records investigated for lot number 53504 was conducted, no malfunctions were found. This is the only complaint for lot 53504. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that there is too much free space at the end of the syringes.

Manufacturer narrative:
Initial trend analysis and production records investigated for lot number 53504 was conducted, no malfunctions were found. This is the only complaint for lot 53504. Iso standards do not require such requirement for syringes however, if several complaints follow, instructions for use could be added to the syringe box to advert this complaint.

Event description:
End user reports that there is too much free space at the end of the syringes.